Manufacturer narrative:
(B)(4). Update to manufacturing date and UDI of possible lot # 65867729 mgf date: jan 31, 2023 UDI: (B)(4). Reported event was confirmed as visual examination of the returned product identified no etch on the piece returned and no packaging was returned. Only a fractured off portion of the needle was returned and appeared bent near the tip of the needle. Fracture analysis was previously analyzed where bending overload was identified as the mode of failure. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: japan. The following sections could not be completed because the part/lot information could be: d4 - lot number - 65867729 ; d4 - expiration date - jan 31, 2028; h4 - manufacture date ¿ mar 03, 2023; h4 - UDI - (B)(4). Or the part/lot information could be: d4 - lot number - 060260; d4 - expiration date - feb 11, 2026; h4 - manufacture date ¿ feb 11, 2021; h4 - UDI - (B)(4). H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : will be returned but not yet.

Event description:
It was reported that during the surgery, the needle of this device was fractured and the fractured piece of needle remained in the patient's body temporarily. The patient's wound was surgically closed then it was found that the piece of needle was still inside the patient. The surgeon re-opened the patient and removed the fractured needle piece. Attempts have been made and there is no further information at this time.